Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The obturator was analyzed and the shaft was found to be broken at the base of the handle. The top of the shaft measuring approximately 0.341" in diameter was returned. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The product in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the obturator accessory was in the central sterile services department (cssd) and the customer noticed that it was loose and the blunt tip was not attached anymore. The accessory was discovered to be broken. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the tip of the obturator was confirmed to be completely detached. No fragments were observed to be broken off or detached from the tip. There was no report of fragments falling from the device when last used within the patient. The customer was unable to release patient demographics and patient-related information.